Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported the customer experienced elevated blood glucose levels (200-300 mg/dl). Customer went through troubleshooting and pump delivery system check.